Event description:
It was reported during an unknown procedure when inserting the 511s by a blind puncture after pneumo was achieved with a veress needle, an iliac artery was perforated. The procedure was converted to an open procedure. The hosp is keeping the trocar. The rep will call back with further details after speaking to the surgeon. 2/4/1998 the rep said the surgeon stated the pt had two previous surgeries. The pt is fine.